Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened. Upon inspection of contents it was noted that a human strand of hair was at the bottom of the container. The patient was not in the or at the time. Thus no patient effects or impact. The case was completed by opening a new hemopro 2 kit. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 through sept 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 11/04/2021. An investigation was conducted on 11/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside the plastic protective barrier with no outside packaging returned. The plastic protective barrier and product box was not returned for evaluation. A single strand of hair was observed on the cannula handle. There were no visual defects observed on the device inside the plastic protective barrier. Based on the returned condition of the device, the reported failure ¿device contaminated during manufacture or shipping", " was confirmed due to the presence of hair, but we are unable to determine when it occurred. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.